Event description:
A surgeon reported a patient experiencing decreased visual acuity following an intraocular lens (iol) implant procedure. The surgeon reported that upon examination, glistenings were noted in the lens. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause could not be identified. Not enough information was provided from the account for further investigation. There was no serial number provided to review the lot history. Additional information has been requested. (B)(4).